Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd preset¿ arterial blood collection syringe did not have the "rubber" in the packaging after the tube had already been used. The following information was provided by the initial reporter, translated from (B)(6) to english: "after use, the customer found 1ea abg has not the rubber in the package. And then the needle was inserted with a collect blood tube to avoid needle stick."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that the bd preset¿ arterial blood collection syringe did not have the "rubber" in the packaging after the tube had already been used. The following information was provided by the initial reporter, translated from chinese to english: "after use, the customer found 1ea abg has not the rubber in the package. And then the needle was inserted with a collect blood tube to avoid needle stick."